Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a tka took place on (B)(6) 2021, the patient was fine and had well functioning tkr until they fell and had an effusion. The patient's knee become unstable, therefore, on (B)(6) 2024 a revision surgery was performed to exchange the lgn ps high flex xlpe sz 7-8 15mm for a genesis 2 constrained insert. No further complications were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided and no further details regarding the patient trauma was noted. Reportedly, the fall led to the insert revision/exchange to a constrained insert. The patient impact beyond the reported effusion and instability following the fall with subsequent revision cannot be determined; however, no further complications were reported. The current patient status is unknown. No further clinical/medical investigation can be rendered at this time. Based on the information provided, the unsatisfactory experience could be confirmed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that revealed in possible adverse effects that dislocation and subluxation can result from trauma, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.